Event description:
Information was received indicating that this syringe infusion pump had a broken case and damaged screen and it was noted that the pump was not infusing steadily. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the pump with the top case broken, screen badly damaged, bottom case cracked inside battery compartment, and left/right plunger cases cracked. A review of the event history log found no errors related to the reported issue and identified an unrelated motor rate error. Occlusion testing was performed and replicated the motor rate error that was discovered. The damage to the pump was determined to be done by the user and the error was due to worm gear misalignment due to user mishandling. Based on the evidence, the root cause was attributed to a user issue, due to the user interfacing with the product in a manner inconsistent with the instructions for use.